Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the drill bit has come loose from its 2nd part coupling, making it unusable. The procedure was completed using back up products. There was no patient injury.

Manufacturer narrative:
H3: there was no significant damage to the packaging carton when returned. When returned, the packaging carton contained a plastic bag with the broken device in it and a portion (clear side with the label on it) of the pouch attached to the bag. There was no damage noted to the outer assembly. However, the inner shaft was broken and detached from the outer assembly. The diamond tip was heavily contaminated, and there were traces of contamination also observed on the outer assembly. The device failed functional testing due to damaged condition upon return. The complaint was confirmed, due to an out of specification condition. H6: codes are updated. Previously updated fdm: b17, fdr: c0601 and img g04041, g07001 codes are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.